Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were unable to obtain telemetry between the remote monitor and the implantable pulse generator (ipg) as the battery of their ipg has depleted. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.